Event description:
Medtronic received information that a transcatheter valve was implanted in a failed edwards surgical aortic valve due to calcification and stenosis. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)